Manufacturer narrative:
Patient age and weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the leakage occurred at the "joint." The cause of the leakage was not determined.

Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to a crack observed at the zero point reference stopcock. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, when connecting the catheter to the drainage system, the doctor found leakage at the ¿three-way¿ connector. The drainage system was replaced and there was no injury to the patient.